Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-15 equinoxe, humeral stem primary, press fit 15mm 5447765; 320-01-38 equinoxe reverse 38mm glenosphere 5682936; 320-15-01 eq rev glenoid plate 5688093; 320-15-05 eq rev locking screw 5666429; 320-20-00 eq reverse torque defining screw kit 5693482; 320-20-18 eq rev compress screw lck cap kit, 4.5 x 18mm 5695635; 320-20-26 eq rev compress screw lck cap kit, 4.5 x 22mm 5601497; 320-20-26 eq rev compress screw lck cap kit, 4.5 x 26mm 5638375; 320-20-26 eq rev compress screw lck cap kit, 4.5 x 26mm 5672858.

Event description:
As reported, approximately two years after the initial left total shoulder arthroplasty, the patient reportedly fell, resulting in a nondisplaced periprosthetic fracture. The fracture was treated nonoperatively. There have been no additional reported events since then. The patient recently reported instability. The patient was revised and the humeral liner was found to be dissociated from the humeral tray. It is unclear when this dissociation took place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, g the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, the reported instability cannot be confirmed based on the information provided. Potential contributions from an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.